Manufacturer narrative:
Add'l lot # 2790275. Evaluation: device history records and sterilization records were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: devices not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Ans was advised in 2009, that the patient was implanted with two percutaneous trial leads one month prior, and that the leads were explanted the following month, due to an infection at the implant site. Ans was informed that the patient was admitted to the hospital on the same day, for IV antibiotics. It was reported that the physician stated the patient was doing fine. It was reported that the leads were discarded by the hospital and will not be returned to ans for evaluation. A follow-up report will be submitted if relevant information is provided to ans within the next 30 days.